Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while trying to defibrillate a patient (age & gender unknown), the device was unable to increase energy level. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Additionally, during subsequent biomed testing, the device would intermittently not power up.

Manufacturer narrative:
The device was returned to zoll medical corporation. During evaluation of the device to determine root cause, the technician observed extensive damage to the left side panel, display retention plate, paper tray, and a system interconnect flex cable. The observed damage is typically not typical with normal use and there was evidence to suggest the device was opened prior to being returned to zoll for investigation. Analysis for reports of this type has not identified an increase in trend.